Manufacturer narrative:
Concomitant medical products: product ID: 8709 ,lot# j10922r17, implanted: (B)(6) 2001, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2014, product type: accessory. Product ID: 8709, lot# j10922r17, implanted: (B)(6) 2001, product type: catheter. Product ID: 8578, serial# (B)(4) , implanted: (B)(6) 2014, product type: accessory. (B)(4)

Event description:
Information received from the consumer patient with implanted pump system (unknown drug, dose, concentration). Indication for use was noted as spinal pain. It was reported that the patient got a bacterial infection at the wound site. The physician could not get the whole catheter. The patient reported that there was a partial explant on (B)(6)2014. It was unknown if everything or just parts of the device was removed. There were no troubleshooting or interventions reported. In addition, the patient outcome and drug in the pump were unknown. Additional information has been requested, but was not available as of the date of this report.